Event description:
Autoclave set ran on washer cycle. On exhaust-opened door; boiling water ran out causing burn to employee operator. Employee seen and treated in emergency department. Diagnosis: 2nd degree bsa partial thickness burns both feet.